Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image disappears temporarily. Based on the results of the investigation, it is likely the following led to the malfunction: when the cable move around, image disappears temporarily, and lines appears on the screen due to the cable disconnection internally. The most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had horizontal lines across the entire screen. The issue identified during preparation of use for unknown procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had horizontal lines across the entire screen. The issue identified during preparation of use for unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.